Event description:
The surgeon had performed a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Some time after the procedure, the pt fell and complained that her hip did not feel as stable as before the fall. The surgeon replaced the neutral acetabular liner and replaced it with an epw liner. He also changed the size 32 mm, -4 length femoral head to a 32 mm, 0 length femoral head. The pt is recovering well and the surgeon said he expects no further complications.

Manufacturer narrative:
The revision surgery took place approx four and a half months after the primary surgery. The revision was due to the pt's fall and is not a deficiency of any mako devices. Rio software does not control acetabular liner components or femoral head components.